Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the chief perfusionist that the pt had a driveline infection resulting in antibiotic therapy. The pt was placed on the high urgency transplant list due to the infection. The pt was transplanted approx one month later, but unfortunately expired two days post-transplant.